Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced low blood pressure and a pericardial effusion. The effusion was diagnosed via tee after the patient's blood pressure was notably low. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to ICU for observation. The catheter will be sent in for analysis.

Manufacturer narrative:
Correction: patient code updated from e0519 reduced blood flow to e2321 low blood pressure /hypotension. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that a patient experienced low blood pressure and a pericardial effusion. The effusion was diagnosed via tee after the patient's blood pressure was notably low. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to ICU for observation. The catheter will be sent in for analysis.